Event description:
The device in this case was never received back for analysis. Should the device be returned at a later date, this event will be further updated.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that following device implant, while patient was in recovery, loss of capture was exhibited. A device interrogation was unremarkable. The physician elected to explant and replace the device. The field representative confirmed the associated leads showed favorable measurements via the external analyzer and the device had been programmed out of storage mode. No resulting adverse effects, as patient exhibited an acceptable escape rhythm. The unit is expected to be returned for analysis.